Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. At the time of hospitalization blood glucose was 600 mg/dl. Customer reported symptoms like headache, weakness, altered vision and chest pain. Customer was treated hyperglycemia with insulin drips. The trouble shooting was performed. It was unknown whether customer is using the auto mode. The insulin pump will not be returned for analysis.